Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory; complete lead was retuned with dried body fluid throughout the lead lumen. Conductor coils stretched measured 815-887 mm from the terminal pin. The inner insulation is torn at 833-838 mm from the terminal pin. This lead passed the continuity test with manipulation and the lead did not pass pressure test 852-860 mm from the terminal pin. This lead was tested with easytrak guiding catheter 8f (B)(4) passed through with ease. The allegation was confirmed through visual inspection since there is a bulge or stretched insulation of 852-860 mm from the terminal pin.

Event description:
Boston scientific received information that this left ventricular (lv) lead was an attempted implant. The physician had trouble pushing the lead through the multipurpose catheter. The lv lead was flushed, it appeared that the lv lead inner insulation was filled with water and the size of the lead was doubled. This lead showed lead conductor fracture and insulation issue. This lead was then replaced with a new lv lead successfully. This lead will be returned. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.